Event description:
It was reported that the user experienced a low glucose event after announcing a meal on the ilet pump and then engaging in a walk, with cgm showing a nadir of 63 mg/dl and a low glucose alarm that was treated with oral carbohydrates. Symptoms included signs consistent with hypoglycemia. Outcomes included transient hypoglycemia that resolved with treatment and did not require hospitalization. Investigation included review of device data sync, alarm history, and user activity relative to meal announcement and exercise. Investigation of this case revealed that postprandial activity combined with a recent meal announcement likely contributed to hypoglycemia, and the device functioned as designed by issuing a low glucose alert. It was concluded, based on previously established findings for similar reports, that the cause was undetermined but consistent with user activity and timing factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.